Event description:
Received a smart watch claiming to measure and monitor blood glucose with no device capability. Has been using it thinking his bg was wnl (within normal limits), as the smart watch reported to him. Unknown actual bg and associated impact yet.